Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The stent was damaged on the first two distal rows of the crimped stent, with the stent struts on the first distal row lifted from their crimped positions. The crimped stent od(outer diameter) of the undamaged proximal section was measured and was within max crimped stent profile measurement. A visual and tactile examination found no kinks or damage on the mid shaft inner or outer polymer extrusion, however multiple kinks were noted along several locations of the hypotube shaft. No other issues were noted on the device. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14sep2017. It was reported that difficulty crossing the lesion occurred. The target lesion was located in the heavily calcified right coronary artery (rca) with an acute bend. A 38 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device was unable to cross the lesion. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage.